Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continually rebooting by itself was confirmed. Ventec replaced the internal flow transducer (ift) cable to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift cable.

Event description:
It was reported to ventec that the device needed maintenance. Upon evaluation of the device, ventec observed the device continually rebooted by itself. In this condition, the device would be inoperable. There were no reports of patient involvement associated with the reported event.